Event description:
Rn was at bedside attempting to insert a PICC (peripherally inserted central catheter). When attempting to peel away the sheath, the wing broke off and caused increasing bleeding at the puncture site. There was no harm to the patient. A new PICC was placed without difficulty. This was the same day that a voluntary recall of the arrow PICC was publicized. All of these piccs were removed from inventory.